Manufacturer narrative:
UDI : (B)(4). The valve was returned for evaluation: DHR - lot chkbc5, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; the cam mechanism and pillar were dislodged and a crack in valve casing was noted as well as biological debris was present inside valve. The valve could not be program or pressure tested due to the dislodged cam mechanism. The valve was dismantled: a crack was noted in the valve casing, corrosion was noted on the cam pillar and in the hole for the cam pillar. The magnets passed the tested. Biological debris was noted on the cam mechanism. The root cause for the crack in the valve casing is due to the valve receiving a hard knock. The root causes for the shunt gear has loosened reported by the customer was due to the valve receiving a hard knock. The root cause of the corrosion could not be clearly determined.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a shunt dysfunction. A codman hakim programmable cylindrical valve was implanted in a patient in 2007. The patient was clinically symptomatic and presented with a headache, was tired and dull/drowsy. The head CT scan reportedly showed no changes. The shunt overview showed the that the gear in the shunt housing had loosened. The patient was taken for surgery for a shunt revision surgery to have the shunt replaced on (B)(6) 2020. No further clinical details were provided.